Manufacturer narrative:
There is an instruction that states, "unplug when not in use. Never leave appliance unattended, especially if children are present" and consumer failed to perform that instruction.

Event description:
Consumer alleges her heating pad controller caught on fire damaging her recliner. There was not a report of personal injury with this incident.

Manufacturer narrative:
There is an instruction that states, "unplug when not in use. Never leave appliance unattended, especially if children are present" and consumer failed to perform that instruction.

Event description:
Consumer alleges her heating pad controller caught on fire damaging her recliner. There was not a report of personal injury with this incident.